Manufacturer narrative:
The pump was returned to intuvie for preventive maintenance (pm) testing and failed the 30 psi occlusion test, recording a pressure of 20.210 psi, which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be a component issue. The pressure sensor was replaced, which successfully resolved the issue, and the device subsequently passed the 30 psi occlusion test with a result of 22.300 psi. CAPA: zm2023-15 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Event description:
The pump was returned to intuvie for preventive maintenance (pm) testing and failed the 30 psi occlusion test, recording a pressure of 20.210 psi, which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be a component issue. The pressure sensor was replaced, which successfully resolved the issue, and the device subsequently passed the 30 psi occlusion test with a result of 22.300 psi. No patient harm was reported.